Manufacturer narrative:
The complaint investigation for falsely elevated alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained reagent kits of the complaint lot number. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Specificity testing was performed using an in-house retained kit of lot 38255be00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I toxo igg, lot number 38255be00, was identified.section d4 expiration date updated from 2022-12-09 to 2023-01-27 section h4 device mfg date updated from 2022-03-28 to 2022-03-31

Event description:
The customer observed a falsely elevated alinity I toxo igg result for a 33-year-old pregnant patient. The following data was provided (<1.6 iu/ml is nonreactive, >/=3.0 iu/ml is reactive): sample ID (B)(6) initial result, on (B)(6) 2022, was 32, repeat results were <0.2, <0.2, and <0.2 iu/ml. The patient¿s previous results, on (B)(6) 2022, were toxo igg was <0.2 iu/ml and toxo igm was <0.2. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(4). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p45-32, that has a similar product distributed in the us, list number 07p45-45.